Event description:
It was reported by the customer that before use the cardiosave intra-aortic balloon pump (iabp) display was showing maintenance required. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d8, d9 (return to manufacture date), e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: b5, h6 (medical device ¿ problem code). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the scroll compressor (0119-00-0236). All functional and safety tests were performed per manufacturer specifications. The iabp was returned to the customer for use. The fat performed a visual inspection and found the part to be in good condition. The fat installed the compressor in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Tested for 1 hour with no code 14 appearing. No failure confirmed.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) display was showing maintenance required. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.